Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Malpositioned stent is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified; however the report noted compromised intraoperative visualization and surgical technique contributed to the event. The IFU notes that the safety and effectiveness of the trabecular micro bypass stent has not been established for implantation of more than two (2) stents in one (1) eye. (B)(4).

Event description:
It was reported that during attempt to implant the second stent from a trabecular microbypass stent system, the stent was lost in the patient's right eye (od). Per report, the surgeon was unable to locate the stent intraoperatively, and a back-up device was used to complete the procedure. Through follow-up, the surgeon reported that the stent was unable to be visualized postoperatively, and no intervention was performed. Per report, compromised intraoperative visualization and surgical technique contributed to the stent malpositioning. The patient's most recent status was reported as three (3) stents successfully implanted with no adverse impact. The report noted the event resolved, and the patient will continue to be monitored.

Manufacturer narrative:
Additional information: g3, g4, h3. The evaluation of the returned device was completed. An x-ray evaluation revealed that the cam assembly was activated four (4) times, and no stents were found. The trigger button motion was functioning as intended. The device was disassembled and visually inspected. There were no non-conformances related to the reported event were found. Based on these findings, the root cause of the customer¿s reported issue was not conclusively identified. MFR# reference: (B)(6).